Event description:
The pt reported experiencing shocking sensations with use of the device. The pt was advised to discontinue use of the external equipment. External equipment. External equipment was exchanged. Programming changes were made. Device testing revealed no abnormalities. This issue remains unresolved. The pt is being monitored and revision surgery is under consideration.